Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other device used:catalog #unk, unknown zimmer liner, lot #unk, catalog #unk, unknown zimmer femoral head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
The part numbers and lot numbers are unknown, therefore the manufacturing records and complaint history could not be reviewed. No devices or photos were received, therefore the condition of the components are unknown. The devices are used for treatment. Right primary surgical notes, dated (B)(6) 2008, stated that the right tha was for osteoarthritis. The surgeon had reamed up to a size 6 stem and due to increased leg length the surgeon had gone to a size 5 stem. The final tha was noted to have equal leg length and was stable. No complications noted. With the information provided, a definitive root cause for the dislocation cannot be determined.